Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the ampulla of vater to treat a benign biliary stricture during a stent placement procedure performed on an unknown date. The patient's anatomy was not tortuous and was not dilated during the stent placement. On (B)(6) 2023, the stent was scheduled to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the procedure, tissue ingrowth within the distal end of the stent was observed. In addition, the physician encountered difficulty in removing the stent due to the tissue ingrowth; subsequently, the stent's retrieval loop was fractured while attempting to pull using a rat-tooth forceps. Another wallflex biliary stent was placed stent-in-stent to necrotize the tissue ingrowth. The procedure was completed and both stents are scheduled to be removed on (B)(6) 2023. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a0106 captures the reportable event of stent obstruction within device.